Manufacturer narrative:
Investigation ¿ evaluation: investigation included dimensional verification, review of complaint history, the device history record, the instructions for use, manufacturing instructions, and quality control data. A visual inspection of the returned device was also performed. One ultrathane mac-loc locking loop multipurpose drainage catheter was returned in used condition. There was bio-matter on the suture. The metal stiffener was stuck inside the catheter, but was able to be removed with minimal force. Once removed, a white flaky substance was noted to be all over the stiffener. The length of the stiffener was within specification and did not extend past the catheter tip. The ID of the catheter also met specification and did not restrict stiffener movement. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed for lot number 7987704. There was one non-conformance identified for issue of labels applied incorrectly. A review of complaint history for this product/lot number combination revealed there is one other complaint that has been received against the complaint lot number; 7987704. The other complaint was for a broken suture. The device is shipped with instructions for use (IFU) which states, ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. Activate the hydrophilic coating, if present, by wetting the catheter with sterile water or saline. For best results, keep catheter surface wet during placement. Upon removal from package, inspect the product to ensure no damage has occurred." It cannot be determined if the hydrophilic coating was activated by the user per the IFU by wetting the catheter with sterile water or saline. The source of the white flaky substance found on the returned stiffener can also not be determined. While it is feasible that the substance originated from powdered gloves, contrast material or some other bio-matter or substance, and caused interference with catheter/stiffener interface, there is no definitive evidence to prove or disprove this theory. Based on the provided information and the investigation evaluation the actual root cause is unknown and a conclusion cannot be drawn. Per the quality engineering risk assessment, there are no further risk reduction activities recommended for the identified risk level. However, due to elevated complaint rate, appropriate measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, while in the patient, the ultrathane mac-loc locking loop multipurpose drainage catheter got stuck on the stiffener in use at the time. The whole drain and stiffener assembly was removed and a new drain was inserted. No adverse events were reported by the customer, and no further information was immediately available; however, further information is reportedly forthcoming. The product is reportedly available for return; however, as of the date of this report, no product has yet been received for evaluation.